Event description:
Procedure type: billroth ii reconstruction. Patient gender: unk. According to the reporter: thoracic surgeon started to fire instrument but the handle released as soon as he fired the main handle. As there were no more ta in the operating room the surgeon closed the stomach by hand suturing. Delay in surgery of 30 minutes. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 09/22/2009.